Manufacturer narrative:
Lead model 3387-40, lot # j0406144v, implanted: (B)(6) 2004, explanted: (B)(6) 2011; extension model 748240, serial # (B)(4), implanted: (B)(6) 2004, explanted: unknown; unknown boot accessory, lot # unknown, implanted: unknown, explanted: unknown; programmer model 7438, serial # (B)(4). Analysis of the lead model 3387-40, lot # j0406144v, found broken conductor wires. The body insulation was cut through and the lead was segmented. Setscrew marks were observed in the correct location on the proximal end of the lead. Circuit #0 was broken at the #0 connector sleeve. There were open circuits and no shorts. The lead was pinched at the suspected anchor/suture site. The distal end of the lead was ok. Continuity was acceptable and there were no shorts. Analysis of the boot accessory found no anomaly. The accessory was ok.

Event description:
It was reported that there were high lead impedances due to lead breakage. The lead was replaced. No patient outcome was provided.

Manufacturer narrative:
Conclusion, patient, and device codes have been updated.